Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us contacted zoll to report that a patient passed away on (B)(6) 2017 at 8:01pm. The patient was in a life care center when the events began and was brought to the emergency room where the patient passed. Review of the download data surrounding the event indicates that the lifevest detected an arrhythmia at 19:00:09 on (B)(6) 2017. The patient's ECG shows vt at 180bpm. The response buttons were pressed at 19:00:53 which prevented the treatment. It is unknown who pressed the response buttons. The device then detected another arrhythmia at 19:07:30 and the ECG showed CPR artifact with underlying bradycardia at 40-50bpm. The rhythm then derated to asystole. The patient's ECG continued to show CPR artifact. The lifevest then delivered 6 shocks between 19:14:32 and 19:19:41 during bradycardia/asystole. CPR artifact contributed to the false detections. An arrhythmia was again detected at 19:25:43. The ECG showed vt at 160 converting to atrial fibrillation at 95bpm. The download data then shows that a non-lifevest shock was delivered at 19:26:10 during afib. A non-treatable rhythm was detected at 19:26:20 and the electrode belt was disconnected at 19:36:04. The electrode belt was reconnected approximately 5 seconds later and the device detected asystole approximately one hour later. The electrode belt was disconnected for the final time at 20:27:36.